Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged display. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the visual inspection it was identified that the displays printed circuit board (pcb) was damaged. The cause of the damaged is unknown. The display pcb assembly was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.